Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that an incomplete seal of the left atrial appendage (laa) was observed and the patient experienced a cerebrovascular accident (cva) post procedure. In (B)(6) 2012, a 30mm watchman ® laa closure device was implanted during a laa closure procedure closure procedure. One partial recapture was performed as the device was too distal and one full recapture was performed as the device was too proximal. In (B)(6) 2016, the patient experienced symptoms and presented to the emergency department the same day. The patient experienced a cva; possibly acute infarction with no evidence of intracranial hemorrhage. The patient was on a 81mg aspirin at the time of the cva. Transesophageal echocardiogram (tee) revealed a 4mm leak and no evidence of thrombus. The patient was treated with eliquis.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that an incomplete seal of the left atrial appendage (laa) was observed and the patient experienced a cerebrovascular accident (cva) post procedure. In (B)(6) 2012, a 30mm watchman laa closure device was implanted during a laa closure procedure closure procedure. One partial recapture was performed as the device was too distal and one full recapture was performed as the device was too proximal. (B)(6) 2016, the patient experienced symptoms and presented to the emergency department the same day. The patient experienced a cva; possibly acute infarction with no evidence of intracranial hemorrhage. The patient was on a 81mg aspirin at the time of the cva. Transesophageal echocardiogram (tee) revealed a 4mm leak and no evidence of thrombus. The patient was treated with eiliquis.